Event description:
It was reported that the insulin pump alarmed failed battery test twice within the past week. The blood glucose reading was 146 mg/dl. The customer stated that he received the alarm after replacing the battery cap. He noted that he had used a new battery stored at room temperature, and then failed battery test recurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump was received with a tripped battery cap coin slot. All buttons functioned properly, however moisture damage was found on keypad traces. The insulin pump was monitored for 24 hours with multiple basal rates and passed the self test. No error alarm, blank display, display anomaly, or audio/beep anomaly noted during testing. No other unexpected reset anomaly was noted. The device passed the prime, excessive no delivery and displacement tests. All operating current were within the specs. No unexpected low battery, off no power alarm, bad battery, nor failed battery test alarm indicator anomaly was noted. The insulin pump was received with a scratched lcd window and cracked reservoir tube lip.